Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient with degenerative disc disease underwent fusion at c5-c6, intra-op, screw went off through the implant screw hole. The screw could not engage the lower hole as the screw head went past completely the lower hole without breaking / violating the hole as a result doctor had use and plate and screw as a rescue measurement. Product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified deformation around both bone screw flange hole diameters, and deformation at the posterior wall of one of the holes, consistent with over tightening of the bone screw into interbody device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.